Event description:
It was reported that the procedure was to treat a heavily calcified, 98% stenosed lesion in the left external iliac artery. A 9x100mm absolute pro vascular self-expanding stent system (sess) was implanted without issue. During post-dilatation, while advancing with a 9x80mm armada 35 balloon dilatation catheter (bdc), the physician pushed the edge of the tip of the armada bdc against the implanted absolute pro stent causing resistance between the devices, and the absolute pro sess became stretched. The bdc was removed and replaced with a viatrac 14 plus peripheral balloon dilatation catheter to complete post-dilatation, when the balloon was inflated to 24 atmospheres (atm) and ruptured on the first inflation. The viatrac bdc was removed and the armada bdc was re-inserted to successfully complete the post-dilatation. The stretched absolute sess remains implanted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In this case, it is likely that during post-dilatation while advancing the armada 35 balloon dilatation catheter (bdc) interaction between the edge of the tip of the armada bdc and the implanted absolute pro stent resulted in resistance between the devices and the reported device caused damage. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device. The absolute pro and viatrac devices referenced are filed under separate medwatch report numbers.